Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received ineffective stimulation. An sjm representative interrogated the system and found the all impedances were out of range. The patient's lead was explanted and replaced. The patient reportedly received effective stimulation therapy. The issue was resolved.